Event description:
Because the gliasite had been implanted near the middle cerebral artery, the neurosurgeon suspects that it was the cause of the pt's stroke. The radiation oncologist's opinion is that the pt has undergone many surgeries and additional radiation may have contributed to the stroke. Pt is currently recovering from the stroke.